Manufacturer narrative:
Date of event (b3) and patient weight (a4) are estimated.

Event description:
It was reported that the patient experienced motor stimulation and ineffective therapy. Patient¿s both leads had migrated. As such, surgical intervention took place on (B)(6) 2026 wherein the leads were explanted to address the issue. Additional surgical intervention may take place at a later date to implant a new lead.